Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod6s. During the procedure, it was reported that a pod6 became stuck inside a non-penumbra microcatheter during advancement and would not advance any further. Therefore, the pod6 was removed. The procedure was completed using various ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.